Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Tool marks were noted on the device can/shield. Analysis of the hybrid revealed that high pacing lead impedance on all 3 channels was confirmed and traced to a collapsed fetboost supply, which was caused by a failing c88 fetboost capacitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the pace/sense portion of the left ventricular (lv) lead, right atrial (ra) lead, and right ventricular (rv) lead had high/undefined impedance measurements. All of the leads were disconnected and reconnected several times but the high/undefined impedance measurements remained. The crt-d was checked under fluoroscopy and confirmed that all the leads were past the setscrew. A new programmer was also used but the high/undefined impedance measurements remained. The leads were disconnected from the crt-d and the impedance, thresholds, and sensing all checked on a programmer and all of the numbers were in normal range. The device was removed from the pocket and a new crt-d was implanted and the impedance measurements were within normal range when attached to the new crt-d. No patient complications have been reported as a result of this event.